Event description:
Rec'd a letter from a pt reporting an eye injury. Several attempts were made to contact the pt but no response was rec'd. The pt included contact info for the eye care provider. Spoke with pt's dr. The optometrist reports that pt presented in 2006 with ocular discomfort, red eyes and photophobia. Exam revealed infiltrative keratitis, limbal flushing with cells and flare in the anterior chamber. Diffuse staining was present. The pt was treated successfully with antibiotics and steroids. The dr is not certain the lenses were causative for the injury. The dr suspects contact lens overwear. Filed as serious injury due to the presence of cells and flare in the anterior chamber indicating iritis. This file is to document the left eye injury.